Event description:
On (B)(6) 2010, pt reported ongoing issues with experiencing bent infusion set cannulas resulting in occlusion errors and hyperglycemic incidents. Pt stated he had an issue with elevated blood glucose about 3 days ago. Pt reported he checked his blood glucose and the reading was in the 300's mg/dl. Pt's normal blood glucose range is 50-150 mg/dl. Pt stated his blood glucose goes low sometimes because of the intensity of his exercise. Pt stated after checking his blood glucose, he removed the headset from his leg and noticed the cannula was bent. Pt reported the exercise may be bending the cannula. Pt stated he tried different site locations including the buttocks area and stomach; both areas seem to be too painful. Pt's current infusion site is located on the upper thigh and his blood glucose is normal at this time. Submitted request for add'l training. The pt did not require assistance from a healthcare professional or second party to address the issue. Sent replacement infusion sets; no product return was requested.

Manufacturer narrative:
No product will be returned for eval.